Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device would not power up. Complainant did not indicate that there was anya dverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.